Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode was being seen in the emergency room for unrelated reasons. The electrode exhibited small r-wave amplitude measurements and myopotential noise. A chest x-ray was performed and upon review, the electrode was observed to have pulled back. A revision procedure was attempted two weeks later. After administration of local anesthesia, the patient experienced greater than 10 seconds of asystole. The procedure was ended and a transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted the following day. Tachycardia therapy was programmed off in the associated subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode and the physician plans to explant the system on an unknown date in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the s-ICD and this electrode were explanted two months later.